Event description:
It was reported that the device showed no image during surgery. Procedure was completed with a backup device. No delay or patient injuries were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device showed no image. A visual inspection was performed and showed the scope to have residue build up on the negative lens and distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.